Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Event description:
During atherectomy in the left popliteal after a couple insertions and passes, the physician could not remove the turbohawk device. It was hung up at the tip of the 7f sheath. When the physician pulled the turbohawk back the tip was off the device. Under fluoro it was visible in the common femoral. The spiderfx was still in place. A cutdown was performed to remove the turbohawk, spider wire, and filter basket. Please reference MDR 2183870-2012-00047 for the spiderfx used in this procedure.